Event description:
Pt in cardiac arrest. Defibrillator hooked up but would not charge. Message on monitor screen read attach pads. Unable to resolve the problem. Second unit called in. The second marquette 1500 (device #2) did the same thing. Pt transported to hosp with CPR in progress and drug therapy.